Event description:
It was reported that anchor was broken. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.